Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface, hard drive, and software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the remote user interface joystick on the 9900 system would not work. No patient injury was reported.